Event description:
It was reported that balloon ruptured occurred. A 2.75mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during the third inflation within the rated burst pressure, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. No patient complications were reported, and the patient remained in stable condition following the procedure.